Manufacturer narrative:
No product was returned for evaluation. The ilet logs could not be reviewed as the available data end before the described event date. Multiple attempts to contact the ilet user to sync the ilet have been made with no response. As a result, the complaint cannot be evaluated. If the product is received at a later date, or the ilet engineering logs for the described event become available, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user's diabetes educator reported to them that the ilet user was hospitalized due to low blood glucose (bg) levels. Multiple attempts by beta bionics to contact this user to acquire additional information have been unsuccessful. The diabetes educator was not able to provide any further information on the event and has not been able to contact the user as well. The exact date of the event as well as other specific event details are unknown.